Event description:
It was reported that during an implant attempt the right ventricular (rv) lead was cut with the scalpel. It was also reported that the physician saw blood ingress in the rv lead. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.